Event description:
Rn's noted that the pt was having increased bleeding from their central line site. Lumen #1 from the triple lumen cvl set noted to be disconnected from the plastic hub connecting all three lumens to the central line set-up. Lumen #1 broke off set and pt was bleeding. Central line was discontinued with no adverse outcome to the pt.